Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, when removing from the breast- top broke off. Biopsy was finished with a new clip. Procedure was prolonged. Another device was used to complete the procedure. There were no adverse consequences for the patient. Tlp was in the probe and a new marker was used to place the clip.